Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the product did not mesh the skin across the width. Did not mesh correctly. An additional skin graft was required. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer meshgraft ii serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) that a meshgraft did not mesh the skin properly during use. The customer returned a meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device on 9 april 2019 noted that the cutter damaged and that the device had damaged screws. The device failed to produce a passing test mesh. Repair of the meshgraft occurred on 20 may 2019 and involved replacing the damaged cutter and screws. The technician then tested and verified that the meshgraft ii was functioning as intended and then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that the cutter was damaged, which would prevent the meshgraft from properly cutting a skin graft as the carrier would feed through the device, it cannot be determined from the information provided as to what caused the damage to the cutter. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.